Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4)

Event description:
The recipient is reportedly experiencing no sound followed by loss of lock. Programming adjustments were made and external equipment was exchanged, however, this did not resolve the issue. Revision surgery has been scheduled.

Manufacturer narrative:
The recipient reportedly experienced medical complications during revision surgery. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. The device passed the mechanical test performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration between some electrical components. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data, dye penetrant test data, and internal visual inspection it is believed that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A corrective action has been implemented. This is the final report.